Event description:
It was reported that the handpiece began overheating during a surgical procedure. The case was completed. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for eval. The reported condition of the device overheating was duplicated when the drill exceeded the maximum allowed temperature. Based on the investigation details, the likely cause was problems with the nose cone, motor cartridge, and bearings. The device will be repaired and returned to service.